Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted (lot no. D19669, cs000xz) for female sterilisation. The patient had a medical history of wisdom teeth removal, parity 3 and multi gravida. Concurrent conditions were listed as abnormal uterine bleeding, pelvic pain female and dyspareunia. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 676 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: findings: speculum was inserted into the vagina. After cleansing of the cervix, dedicated hysterosalpingogram catheter was inserted into the vagina and small amount of contrast was placed in the endometrial canal. Bicornate uterus is noted. The essure device is in satisfactory position bilaterally and there is tubal occlusion. Impression: bilateral tubal occlusion. Incidental bicornuate uterus. [Pathology test] on (B)(6) 2018: specimens submitted: uterus, cervix, bilateral tubes. Diagnosis: uterus and cervix with bilateral fallopian tubes; hysterectomy bilateral salpingectomy: cervix: without diagnostic abnormality; endometrium: proliferative endometrium, negative for atypical hyperplasia or carcinoma; myometrium: without diagnostic abnormality; serosa: without diagnostic abnormality; fallopian tubes: without diagnostic abnormality. Clinical information: diagnosis of abnormal uterine bleeding, pelvic pain. Gross description: container designation: "uterus, cervix, bilateral tubes" received in formalin. Uterus weight: 130 gm; size: 8.0 cm (sup-inf) 6.5 cm (left-right) 3.5 cm (ant-post). Thickness: 0.2 cm; mass lesions: none. Myometrium: thickness: 1.6 cm; cut surfaces: tan brown, mildly trabeculated, without any masses or lesions; smooth muscle nodules: none; other mass lesions: none. Cervix: normal. Serosa: tan-pink, normal. Right adnexa: fallopian tube length: 7.5 cm; appearance; normal. Left adnexa: fallopian tube length: 7.0 cm; appearance; normal. Addendum: the case is addended to report the presence and measurements of the essure coils. The right side: metallic coiled device located at myometrium/ fallopian tube junction, measuring 1.5 0.1 cm. The left side: metallic coiled. [Pregnancy test urine] on (B)(6) 2016: negative. Expiration date: 28-jun-2018. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Lab data (surgical pathology report), lot number, concomitant condition, medical history and reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 676 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted (lot no. D19669, cs000xz) for female sterilisation. The patient had a medical history of wisdom teeth removal, parity 3 and multi gravida. Concurrent conditions were listed as abnormal uterine bleeding, pelvic pain female and dyspareunia. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 676 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: findings: speculum was inserted into the vagina. After cleansing of the cervix, dedicated hysterosalpingogram catheter was inserted into the vagina and smal1 amount of contrast was placed in the endometrial canal. Bicornate uterus is noted. The essure device is in satisfactory position bilaterally and there is tubal occlusion. Impression: bilateral tubal occlusion. Incidental bicornuate uterus. [Pathology test] on (B)(6) 2018: specimens submitted: uterus, cervix, bilateral tubes. Diagnosis: uterus and cervix with bilateral fallopian tubes; hysterectomy bilateral salpingectomy: cervix: without diagnostic abnormality; endometrium: proliferative endometrium, negative for atypical; hyperplasia or carcinoma; myometrium: without diagnostic abnormality; serosa: without diagnostic abnormality; fallopian tubes: without diagnostic abnormality. Clinical information: diagnosis of abnormal uterine bleeding, pelvic pain. Gross description: container designation: "uterus, cervix, bilateral tubes" received in formalin. Uterus weight: 130 gm; size: 8.0 cm (sup-inf) 6.5 cm (left-right) 3.5 cm (ant-post). Thickness: 0.2 cm; mass lesions: none. Myometrium: thickness: 1.6 cm; cut surfaces: tan brown, mildly trabeculated, without any masses or lesions; smooth muscle nodules: none; other mass lesions: none. Cervix: normal. Serosa: tan-pink, normal. Right adnexa: fallopian tube length: 7.5 cm; appearance; normal. Left adnexa: fallopian tube length: 7.0 cm; appearance; normal. Addendum: the case is addended to report the presence and measurements of the essure coils. The right side: metallic coiled device located at myometrium/ fallopian tube junction, measuring 1.5 0.1 cm the left side: metallic coiled. [Pregnancy test urine] on (B)(6) 2016: negative. Lot number: cs000xz. Manufacture date: 2015.09. Expiration date: 2018.06 lot number: d19669. Manufacture date: 2014.10. Expiration date: 2017.10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 676 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.